Event description:
Reportedly, during the surgery the patient reported leg pain, but the surgeon did not check the return electrode pad at the time. After surgery, the tissue condition had not changed. Two days after surgery, the patient complained of burn on her leg. It was a 2nd degree burn. The right upper area of the return electrode pad has dried. The burn was treated with ointment and is improving.